Manufacturer narrative:
Investigation summary: no samples displaying the condition reported were available for examination, so we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that prior to use the catheter was found to be broken inside the package with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from portuguese to english: the catheter n 24 was broken inside the package.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use the catheter was found to be broken inside the package with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from portuguese to english: the catheter n 24 was broken inside the package.